Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated they were not sure on which instrument the discrepant na result was obtained. The ccc pulled all of the lytes data from both instruments and did not find the initial discordant result. The only results obtained on the instrument were the corrected lower results. A siemens headquarter support center specialist concluded that it was an input error by the customer. The cause of the discordant, falsely elevated na results on one patient samples was due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 500 instrument reported a discordant, falsely elevated sodium (na) result to the physician(s), who questioned it. On the same day, the customer obtained lower na results when the sample was run on the same instrument and on an alternate dimension vista instrument. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.